Event description:
It was reported the rigid video scope had a break in the cable and the right eye turned black when the cable is moved. It was unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device is broken was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a break in the cable and the right eye turned black when the cable is moved. It was unspecified when the issue occurred. There were no reports of patient harm.